Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of low blood glucose value of 62 mg/dl. The customer stated that the pump was disconnected and the basal stopped. The customer reported drive support cap to appear correct. The customer stated that high pressure test failed. The insulin pump was not returned for analysis.